Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, the day prior to the pta procedure the patient had catheter-directed thrombolysis and a 6f introducer sheath was left over night. On the day of the pta procedure the physician used a contralateral approach using a 6f introducer sheath for pta at the left popliteal artery. The access site was the rcfa, below the most inferior border of the inferior epigastric artery (iea) and above the bifurcation. There was no plaque or calcification at the access site. The pta procedure was successfully completed. The vessel was wired using a 0.035 guide wire through the introducer sheath and the sheath then removed from the anatomy. When the plunger was removed no link or suture was present at the needle tip. The foot was parked (closed) and the proglide was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed. Analysis of the returned device revealed that the posterior needle tip had been ejected from the shank and was engaged with the posterior cuff. In addition, the analysis found that one anterior cuff tab was broken off and not returned with the device. Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other incidents for needle to cuff miss reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.